Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault. No other lens was implanted.

Manufacturer narrative:
(B)(4).